Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during follow-up high capture threshold was noted. Lead dislodgement was seen via fluoroscopy. The lead was explanted and replaced.